Event description:
Per the clinic, the patient was administered with IV antibiotics (date and duration not reported), due to an infection (site of infection not confirmed). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 3, 2023.